Event description:
An electronic report was received from a hemodialysis user facility that stated "after blood pump the segment just came off". This facility was contacted for additional info. It was learned that for this event, at the onset of dialysis, a blood leak was detected at the bottom of the arterial blood pump segment tubing. The staff rinsed back the pt as not much blood had entered that bloodline as of yet. The staff removed that portion of the bloodline where they had seen the leak to look more closely and it was then that the separation on the tubing occurred. For this event, that line was removed and a new arterial line was set up on the dialysis machine. The dialysis therapy was then started and completed as prescribed with no further ill effect to this pt. The pt was then discharged to home once the therapy was completed. A sample is available for eval.